Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical territory manager reported via phone call that the customer was hospitalized due to low blood glucose on (B)(6) 2022. Blood glucose was 23 mg/dl at time of event. It was unknown that auto mode feature was active or not at the time of event. The customer will continue the use of device.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in description summary and provided in b5 section of this report. The information related to event date has been updated and provided in b3 section of this report.

Event description:
Customer and his wife reported that customer was hospitalized for low blood glucose of 23mg/dl on (B)(6) 2022 at 16:00. Customer was laying on the couch (blood glucose 110mg/dl), then he went to lay on the bed and wife went out for an hour. When she came back he was face down and he was white. Paramedics were called and they took him to the hospital. He had been sleeping most of the day. His doctor said that the numbers on the pump were all out of wack. The settings were high but the doctor was not sure who changed the settings. Pump was used at the time of the incident. It is unknown if sensor was used. It is unknown if auto mode was used.